Event description:
Reporter noted no aspiration as soon as I/a mode was activated. Changed handpiece, tubing and cassette twice, but still wouldn't work. Surgeon completed case manually. No pt injury; reportedly recovering well.